Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with high voltage and intermittent non-capture during an unrelated procedure. The lead was capped and replaced on (B)(6) 2021. Post-procedure the patient was stable.

Event description:
New information received notes the right ventricular (rv) lead was extracted during an unrelated procedure on (B)(6) 2025.